Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: at ~1636, pt pressed call light. Nurse into room, dad pointed out leaking of methotrexate (mtx) onto pt's abdomen. Rf stopped mtx infusion at that time. Rf approximated 6-7 drops of chemo noted on pt's abd, which was wiped off. No chemo noted elsewhere. Rf checked connections which were all intact, did undo the-onguard connection closest to patient and noticed a drop of mtx. This rn then went into room, disconnected line and drew 24h mtx level due at 1645. Labs were drawn at 1645. Soap and water used to clean abdomen and then 1700, pt into shower. At 1650, port cap and tubing's were changed, and post-hydration was started. Doctor was notified of the even at 1710. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.